Event description:
It was further reported that the physician was unaware as to how the device was fractured. The fracture occurred inside the guiding catheter and was removed easily from the patient without any issue. There were no patient complications as a result of the procedure.

Event description:
Determined to be reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention treatment procedure the shaft of the balloon catheter was kinked. When the physician attempted to insert the maverick 2 monorail 15mm x 1.5mm balloon catheter into the unspecified guide catheter the shaft kinked. No excessive force was applied to the device. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed the shaft fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned in two pieces. The balloon was tightly folded. There was a complete separation of the hypotube 83cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. Inspection of the material surrounding the separation did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The hypotube was bent at the location of the detachment, which may indicate the shaft was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).